Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the very tortuous, severely calcified and 90% stenotic proximal right coronary artery. The physician advanced the 3.0 x 15 mm apex balloon to the lesion and inflated it to 10 atms on the first inflation. The physician inflated the balloon to 12 atms for twenty seconds on the second inflation and the balloon ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with a non-bsc balloon and the deployment of a non-bsc stent that was post dilated at 14 atms. The pt status is reported as "good." The device is only ous approved but is similar to marketed us device.